Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported that a sensor wire was used during surgical procedure. During procedure, it was found that the straight tip sensor wire black flexible tip broke off. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Block h11: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. The review of device history record (DHR) was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of core wire break and unretrieved device fragments (udf) was defined in the risk documentation and is documented accordingly. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. It was confirmed that the following adverse events are anticipated in the IFU: discomfort/pain, hematuria and infection (including sepsis with symptoms of fever and hypotension). Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling this event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this complaint is assigned an investigation conclusion code of cause not established the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that a sensor wire was used during surgical procedure. During procedure, it was found that the straight tip sensor wire black flexible tip broke off. The procedure was completed. There were no patient complications as a result of this event.